Event description:
It was reported that the patient¿s ipg had reached end of life. It is unknown if this occurred prematurely. Surgical intervention was undertaken during which the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated during processing of this incident, attempts were made to obtain complete device information. During processing of this complaint, attempts were made to obtain patient weight.

Manufacturer narrative:
Correction: additional information received confirmed the device meets or exceeds 75% expected longevity. There is no device malfunction. This device is no longer considered reportable.

Event description:
Additional information received confirmed the device meets or exceeds 75% expected longevity. There is no device malfunction. This device is no longer considered reportable.